Event description:
Device malfunction: carving/incomplete sheath splitting. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during advancement of the thumb advancer, carving was noted and incomplete spitting sheath had occurred. The device was removed using the safety release mechanism per the instructions for use. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.